Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection has occurred which was duplicated during testing. During evaluation the force sensor was found to be out of calibration.

Event description:
The patient reported that she performed a routine cartridge replacement and all of the insulin dispensed from the cartridge during the load cartridge phase. She said that she inserted another cartridge and again the pump pushed out all of the insulin from the cartridge; the display message read 'no cartridge detected.' She confirmed that she was not connected to her infusion set during the ezprime operation at any time.